Event description:
A customer contacted beckman coulter inc. (Bec) stating that the unicel dxh 800 coulter cellular analysis system generated erroneous high wbc, rbc, hemoglobin (hgb) and platelet (plt) results without instrument generated flags on a specific patient sample. The customer determined the results were erroneous because they triggered a user defined delta check flag. Erroneous results were not reported outside of the laboratory. The sample was rerun on the same instrument and the correct results were obtained which were confirmed by rerunning the sample on a second instrument. There was no affect to patient with regard to this event.

Manufacturer narrative:
Controls run before the incident recovered within range. The instrument is currently performing within qc specifications with respect to controls (accuracy) and reproducibility (precision). The raw count and histogram information was carefully reviewed and there was no indication of any system malfunction. The exact cause of failure for run 1 could not be determined from the data analysis. A field service engineer (fse) went on-site (B)(4) 2011 and removed the blood sampling valve (bsv) and cleaned all components. Fse verified correct hgb lamp alignment, found the probe and aspiration syringe in good condition and stated that the precision run was good. The root cause for the erroneous results is unknown.